Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The crt-d was explanted and replaced and upon connection of the rv lead to the replacement device, shock impedance measurements were noted to be stable and within normal limits at 86 ohms. This product remains implanted and in service. No additional adverse patient effects were reported.